Manufacturer narrative:
Part number # 301-70 is not distributed in the us; however, is a device of essentially identical design distributed in the u.s. Applicable 510k # for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube could not be inflated during patient use. The end clinician suspected it was due to the inflation line. The end clinician elected to extubate and reintubate with a replacement tube.